Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 206mg/dl. The customer's most current level was 221mg/dl. The customer's levels had been as high as 400mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. The customer states they had delivery anomaly. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The pump was received with the operating currents within specification, and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The pump was programmed with multiple boluses and was monitored. All boluses delivered properly and were listed in the bolus history screen. The pump was then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at the pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly or basal anomaly was noted during testing. No cosmetic damage was noted during physical inspection.